Event description:
It was reported that the fastfiix 360 curved device was missing the implants and was straight instead of curved as stated on the labels. A backup device was used to complete the procedure with minimal delay. No injuries or complications were noted as a result.

Manufacturer narrative:
Due to no product being returned the complaint could not be confirmed. Evaluation and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
The returned device has been used and there is surgical matter attached in multiple locations. The allegations indicate that the device had no anchors attached. There is a permanent 3d imprint/outline of an anchor in the clear ptfe tubing. Apparently during placement of the device into the patient, the surgeon believed that the device was not curved, but rather straight. There are indications remaining of the normal upward curve at the distal tip of the delivery needle. Slightly proximal to that, the needle has attained distinct damage. The needle has been bent downward and twisted. The needle has become somewhat flattened. The device may have appeared to be a flat or reversed curve device after the manipulation. These conditions indicate difficulty with reaching the desired surgical location. No root cause related to the manufacture of the device can be confirmed. These findings are indications of use error and the attempted reuse of a used device.